Event description:
It was reported that multiple programmers could not interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the no telemetry condition was confirmed at preliminary testing. Upon further analysis, the reported condition of no telemetry was not initially confirmed. However, after thermally cycling the device, telemetry became nonfunctional. X-ray found no obvious anomalies in the hybrid. The exact behavior of the device changed throughout the analysis but, in general, telemetry was not functional even though an antenna signal was observed. The hybrid current drain was observed to have periodic spiking resulting in a higher than nominal average current drain. The component causing the hybrid level failure could not be conclusively determined at the hybrid level. An attempt to remove the microprocessor integrated circuit (ic) in order to further test it resulted in damage to the ic. Analysis was concluded because the circuit could no longer be tested and other components could no longer be clearly isolated as a possible cause of the failure condition.